Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 11/20/2017, that on (B)(6) 2017, the patient experienced an adverse event. It was reported that the patient experienced a hyperglycemic event. The patient's mother noticed that the dexcom system displayed an 'x' with a circle indicating that the sensor session had somehow stopped. The patient's mother performed a fingerstick on the patient and stated that the patient's blood sugar was in the 900's mg/dl so the patient's mother drove the patient to the hospital. The patient was admitted to the hospital between 5:00-8:00pm and was treated with insulin and fluids. At the time of contact, the patient was recovering and was expected to be released from the hospital on (B)(6) 2017. Additional patient or event information is not available.